Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, an opening on anterior, and flat creases. A microscopic analysis was performed which identified, a striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed, as surgical damage.

Event description:
Device has been explanted.

Event description:
Device has been explanted.